Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Event description:
Pt revised for loose stem, metal on metal disease.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
*Update: 5/7/2015 during x-ray review it was discovered the cup was malpositioned, the abduction angle measures >50 degrees. The cup is being added, coding is being updated.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/4/2016: medical records received. After review of medical records for MDR reportability, the metal ion level provided were at non-reportable levels. There is no new additional information that would affect the existing investigation

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions. Doi: (B)(6) 2008 - dor: sep 28, 2010 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.